Event description:
Surgeon implanted t1 and the plunger got stuck and would not retract to deploy t2. The surgeon attempted to deploy t2 by stripping it off the needle but it ended up free floating in the joint. Suture was cut and t1 left unsupported in the capsule. Surgeon was using a contralateral approach and changed portals and completed the procedure with additional ff 360. Sales rep also noticed that the shafts of the needles were bent. Additional information confirmed that 7-8 devices were used during procedure and that this happened with two devices. It is unknown which lot or lots this failure happened to. So all four lots used in the case were reported (lot 50401749, 50401010, 50405243, and 50408158).

Manufacturer narrative:
Three delivery devices were returned without any suture or implants. A visual inspection of 2 of the devices confirms that they were significantly bent during use. This amount of bending severely limits the ability of the actuator to return fully and pick up the 2nd implant. The 3rd device was not bent and several actuations confirm proper function of the actuator mechanism. No root cause related to the manufacture of the device can be established. (B)(4).